Event description:
It was reported that the user experienced a severe low after attending a cookout, grazing without announcing carbohydrates, then announcing a smaller meal, later consuming additional sweets and announcing again before sleep, which led to overcorrection by the pump overnight. Symptoms included hypoglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed that incorrect meal announcements and carbohydrate stacking likely caused excessive insulin delivery during sleep. It was concluded, based on previously established findings for similar reports, that user-related carbohydrate announcement practices were the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.